Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v014033, implanted: (B)(6) 2007, product type: lead; product ID 3387s-40, lot# v014889, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was in a rehab unit post hip surgery and the recharger was not charging. It was verified that the patient¿s implantable neurostimulator (ins) was fully charged and not charging due to this, which was expected behavior. The reporter was questioning whether the patient¿s device was off as he appeared to have some symptoms he typically did not have. The reporter noted that the ins was not turned off for surgery. The patient programmer was at home and the reporter intended to have the patient¿s wife bring it in to verify the ins status. The recharger did not show the lightning bolt indicating it was on, but the reporter was still questioning it and wanted to verify with the programmer. The patient was fine ¿last wednesday.¿ additional information was requested, but was not available as of the date of this report.